Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in bad condition. Device has scuff enclosure and damaged printed circuit board. Device was manufactured in 2013. Customer?s reported issue was duplicated. Damaged liquid crystal display on printed circuit board. The root cause of the issue was not determined. Actions taken to mitigate the reported issue: replaced damaged printed circuit board. UDI information is unknown.

Event description:
It was reported that a bad liquid crystal display was experienced. No patient injury reported.